Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7108406.

Event description:
It was reported that the midline incision site developed methicillin-resistant staphylococcus aureus (mrsa) infection and moderate pain was noted. The physician confirmed that the infection was not device or procedure related, and that the patient was predisposed to infection. The patient underwent an explant procedure and was placed on antibiotics. The explanted devices were discarded.

Event description:
It was reported that the midline incision site developed methicillin-resistant staphylococcus aureus (mrsa) infection and moderate pain was noted. The physician confirmed that the infection was not device or procedure related, and that the patient was predisposed to infection. The patient underwent an explant procedure and was placed on antibiotics. The explanted devices were discarded. Additional information was received that the patient healed up and was doing well postoperatively.